Event description:
Target was informed that, during the procedure, the tip of the wire detached within the catheter. The catheter was removed from the pt and the wire was removed in two pieces. This event had no impact on the pt's health.